Manufacturer narrative:
Device evaluation: result - the actual sample was returned and investigated by (B)(4). The investigation report with sample photos were then evaluated by the bd manufacturer. Per the returned report, damage on the injector luer lock was confirmed. The blue notch is damaged. Movement of the injector luer lock was confirmed. When twisting a bit stronger, the device was unlocked and the needle could come out. The manufacturing and assembly process for this device were reviewed, however results for this process could not be verified as the lot number was unknown. Conclusion - with the information received and after analyzing the investigation report performed by (B)(4), the customer's reported defect is confirmed. According to the photos sent from (B)(4), the grips of the safety sleeve (blue part) are damaged and out of their housing, causing needle exposure. This defect can occur if the blue part of the injector (safety sleeve) is used to connect /disconnect the part to/from the protector. The grips of the safety sleeve can be damaged or moved from the housing and this can produce loss of the lock function. This defect can cause needle exposure. A new project has been opened in order to void the reported issue but based on the information and the low frequently of the defect, no CAPA is required at this time. To avoid problems in the engage/disengage of the injector, bd recommend to follow the use instructions: hold onto the white part of the injector before engaging/disengaging.

Manufacturer narrative:
(B)(4). Device evaluation: it is unknown if a sample is available for evaluation. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that the suspect device was connected to another device and being used to give 5fu to a patient. When the suspect device was removed, the safety failed and the needle was left exposed. There was no needle stick injury as a result of this incident.